Manufacturer narrative:
It was noted that the lead would not be returned as it remained in the possession of the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited loss of capture and was subsequently explanted and replaced. No additional adverse patient effects were reported.